Manufacturer narrative:
The device was not returned to rti surgical for evaluation. A DHR review was conducted and confirms the device met manufacturing specification prior to shipping from rti surgical facility. This report will be updated should information become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2020 that a revision surgery involving a gtr device had taken place. The report states, "the patient underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient was revised due to pain. There is suspicion[sic] that the patient is infected. Patient requested implants once they were cleaned." Revision surgery was performed on (B)(6) 2019.